Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that multiple cartridge alarms (alarm 06, alarm 09) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level ranged between 390 mg/dl and "high". Customer addressed bg level by administering a manual injection and changing pump supplies. Reportedly, the customer changed pump supplies to resolve issue.